Event description:
It was reported that during a da vinci-assisted benign hysterectomy with salpingo ¿ oophorectomy surgical procedure, the customer had an error on the erbe integrated electrosurgical unit (iesu) while using monopolar energy. The customer restarted the erbe and changed out cord with no resolve. The technical service engineer (tse) had the customer swap ports on the erbe with no change. The tse advised customer to connect to the force triad generator if they had the correct cable. The robotics coordinator confirmed erbe worked for first 45 minutes before similar errors returned prior to switching to force triad generator (ft1). Site continuing with procedure. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The customer was unaware if the unit had been on for more than one day. The customer used the force triad generator for a second case and would test it with not for human use instruments with the unit in a separate power outlet. The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi received the part(s) involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure of a c-34 error upon start-up was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original equipment manufacturer for repair. Upon visual inspection, the unit appeared to be in good condition. No images or videos were submitted for review. A review of the site's complaint history revealed patient identifier (B)(6) is a related record of patient identifier (B)(6) (this complaint). A review of the procedure log showed a hysterectomy ¿ benign with salpingo ¿ oophorectomy procedure on the reported event date of (B)(6) 2022 using system (B)(4), matching the documented event details. This complaint is considered a reportable event due to the following conclusion: the integrated electrosurgical unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.